Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced neurological dysfunction including headache and vomiting and stroke on (B)(6) 2024. The patient had posterior reversible encephalopathy syndrome (pres). The event occurred in the occipital region. They underwent a computed tomography (CT) scan. It was noted that the patient was on warfarin and aspirin at the time of the event and underwent pharmaceutical treatment. The patient was then readmitted from (B)(6) 2024 for medication adjustment where they were given anticoagulant therapy. The cause of neurological dysfunction was unknown. The causal relationship with the device was not related.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.